Event description:
It was reported to philips that a bad monochrome monitor in the exam room caused no image display on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the defective 19" color lcd monitor ER (dc19-ler) and tested the system functionality, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).